Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device thread broke, and while attempting to load the needle drive the tech noticed the needle was no longer with the driver. The needle was located on the other side of the patient on the floor opposite side of the tech. The then used another device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received two devices. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the opened sample noted one suture and two needles. A needle was returned disengaged from the suture. Visual inspection of the suture noted proper crimp marks in the swage of the needle and in the end of the suture that was detached. A needle attachment test was performed on the sealed sample, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.